Event description:
It was reported that the patient had an inappropriate shock due to p and t-wave oversensing via reduced intrinsic amplitudes. Post shock, the intrinsic amplitude returns to normal waveforms. The patient was walking at the time of the shock. The device sensing vector was programmed to the primary vector. The high energy shock impedance was 140 ohms, which is high but within normal limits. Technical services discussed some testing and diagnostic options. There were no additional adverse patient effects. The system remains implanted.